Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. Based on the results of the investigation, the reportable event noisy image was traced to component failure. However, the cause for the reportable event auxiliary water channel with white residues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had auxiliary water channel with white residues and a noisy image. There was no patient involvement.